Event description:
It was reported by service report that the head left outer siderail panel was cracked with no sharp edges. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: cracked head left outer siderail panel.